Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of premature battery depletion was not confirmed in the laboratory. The device was tested on the bench and using unity test system and the device was found to be within expected longevity performance. (B)(6).

Event description:
It was reported that an output anomaly was observed due to the ICD reaching premature eri. The ICD was explanted.